Manufacturer narrative:
An event of patient effects for the following tachycardia, pneumothorax, pericardial effusion, low blood pressure/hypotension, cardiac arrest, bradycardia, and death were reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Reportedly, the patient did have a failed watchman device attempt and had agreed to stay overnight to get the amulet device implanted. After the procedure of the amulet, the patient experienced bradycardia and had a pulseless electrical activity (pea) arrest. The patient received cardiopulmonary resuscitation (CPR) and was intubated. A stat echocardiogram (echo) was ordered on the patient and a small effusion was found. At that moment, the patient was severely tachycardic and hypotensive and on multiple pressors. The physician then made the decision to bring patient into the lab and drain the pericardial effusion. Then, the patient received a scan to showed a large right-sided pneumothorax that the physician presumed was caused by the CPR. Then, the family decided after the pneumothorax was found to put the patient on comfort care, and the patient passed away. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Furthermore, this complaint was reviewed by medical affairs. The reviewer stated that, "the complaint form states that the patient suffered a bradycardic (<30bpm) pea arrest. The complaint form also states that an unsuccessful attempt to implant watchman flx had been made the day prior to the amulet implant. A prior tavi procedure was documented in the provided imaging (post procedure note). No ecgs, telemetry strips or other rhythm data is provided. The provided angiographic and tee imaging show a successful, uncomplicated, IFU-aligned amulet implant. During the pea arrest, acls and chest compressions were provided. Post acls the patient had shown to have a large pneumothorax and some degree of pe. Neither finding is present in the provided procedural imaging. In this reviewer's opinion, unreliable infra-hisian conduction block post tavi should be considered, perhaps associated with lidocaine delivered as anesthesia for the amulet implant groin sheath pull. I emailed (B)(6) of the amulet field team on (B)(6) 2024 to determine if a pre-procedure ECG or telemetry strip could be obtained, and to determine the patient's rhythm immediately post procedure. (B)(6) replied on (B)(6) 2024, reporting that she spoke to the implanting physician who now believes the patient's arrest was not related to the amulet procedure and that no further support is needed by him. Hence, the provided imaging shows that the amulet implant was successful, uncomplicated and IFU-aligned. In this reviewer's opinion, the bradycardic arrest was secondary to factors not associated with the amulet implant."

Event description:
It was reported that on (B)(6) 2023, a 22mm amplatzer amulet left atrial appendage occluder was implanted in a patient using a 14f amulet delivery sheath. About four hours after the amulet procedure was performed, the patient experienced some bradycardia at 28bpm and soon after became unresponsive and had a pulseless electrical activity (pea) arrest. The patient received cardiopulmonary resuscitation (CPR) and was intubated. A stat echocardiogram (echo) was ordered on the patient, and the device remained in the implanted position and had not embolized out of the left atrial appendage (laa). A small effusion was found on echo measuring less than 2cm around the right ventricle (rv). At that moment, the patient was severely tachycardic and hypotensive and on multiple pressors. The physician then made the decision to bring patient into the lab and drain the pericardial effusion, where he was only able to removed 50 cc of blood off the patient. The chest x-ray and fluoroscopy during the pericardiocentesis showed the device remained in the laa. Patient then received a scan to showed a large right-sided pneumothorax that the physician presumed was caused by the CPR. There was evidence of a small filling defect that did not suggest a large pulmonary embolism (pe), and a computed tomography (CT) scan of the brain did not show an acute stroke. The family decided after the pneumothorax was found to put the patient on comfort care, and the patient passed away. The physician was not confident if it was a device or procedure issue that caused the patient's death. On the day before this procedure, this patient did have a failed watchman device attempt and had agreed to stay overnight to get the amulet device implanted the next afternoon. The physician agreed he was pleased with the result of the amulet device and doesn't believe the effusion would have been the cause of the pea arrest for the patient.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 22mm amplatzer amulet left atrial appendage occluder was implanted in a patient. About four hours after the amulet procedure was performed, the patient experienced some bradycardia at 28bpm and soon after became unresponsive and had a pulseless electrical activity (pea) arrest. The patient received cardiopulmonary resuscitation (CPR) and was intubated. A stat echocardiogram (echo) was ordered on the patient, and the device remained in the implanted position and had not embolized out of the left atrial appendage (laa). A small effusion was found on echo measuring less than 2cm around the right ventricle (rv). At that moment, the patient was severely tachycardic and hypotensive and on multiple pressors. The physician then made the decision to bring patient into the lab and drain the pericardial effusion, where he was only able to removed 50 cc of blood off the patient. The chest x-ray and fluoroscopy during the pericardiocentesis showed the device remained in the laa. Patient then received a scan to showed a large right-sided pneumothorax that the physician presumed was caused by the CPR. There was evidence of a small filling defect that did not suggest a large pulmonary embolism (pe), and a computed tomography (CT) scan of the brain did not show an acute stroke. The family decided after the pneumothorax was found to put the patient on comfort care, and the patient passed away. The physician was not confident if it was a device or procedure issue that caused the patient's death. On the day before this procedure, this patient did have a failed watchman device attempt and had agreed to stay overnight to get the amulet device implanted the next afternoon. The physician agreed he was pleased with the result of the amulet device and doesn¿t believe the effusion would have been the cause of the pea arrest for the patient.